Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath set was used during a ureteroscopy with laser lithotripsy procedure on (B)(6) 2009. The physician removed the device from the pt and noted that the coating was disintegrated. According the complainant, "there were fragments left behind inside the pt that are expected to pass naturally." Follow up attempts have been made and were unsuccessful to obtain additional pt info. The procedure was completed with this device. There were no pt complications and the pt condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental manufacturer's report will be filed. Although a failure analysis has not yet been completed, please note that this device was used past the expiration date of 01/31/2009. (B)(4).